Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system failed to boot up. Upon troubleshooting, the rse discovered that the host pc was not turning on and had no power. The dc (direct current) power supply was checked and found to be defective. To resolve the issue, the customer replaced it with a spare. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.